Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe would not cut but was aspirating during an eye surgery. The product was replaced and the procedure was completed without consequences to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
Two product sample were returned for evaluation. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Sample 1: the complaint sample was visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. No actuation was observed. An aspiration test was performed and deemed conforming. A cut test was performed and deemed nonconforming. The cut was not clean leaving strands. The probe was disassembled and the components inspected. There was approximately 0 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing the inner cutter from the needle. There were no wear marks at the bend area of the inner cutter. The o-ring was pinched between the wall and vent hole of rear housing. The purpose of the o-ring in the rear housing is to preclude moisture ingress of the probe drivers. A pinch o-ring can cause actuation failure, as the movement of the cutter assembly will be impaired. Sample 2: the complaint sample was visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. No actuation was observed. An aspiration test was performed and deemed conforming. A cut test was performed and deemed nonconforming. No cut was observed. The probe was disassembled and the components inspected. There was approximately 15 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was slight resistance felt when removing the inner cutter from the needle. There were slight wear marks at the bend area of the inner cutter. The inner cutter was able to be pulled out of the coupling. The product evaluation does confirm that both probes had a problem with actuation and cutting, which can be attributed to the customer¿s reported event. The cause of the nonconforming actuation and cutting can be attributed to a pinched o-ring and the separation of components within the probe. It appears that after approximately 15 minutes of use, the adhesive bond failed causing the inner cutter to detach from the coupling. (B)(4).